Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforating essure coil from the right cornua of the uterus.') In an adult female patient who had essure (batch no. 664681- inv, 664661) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation done with essure insertion". The patient's concurrent conditions included pelvic pain, irregular menstruation and menorrhagia. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2009. Discrepancy noted: date(s) of removal: (B)(6)2018. Lot # reported (664681) is invalid. Lot number:664661 manufacturing date:2009/09 expiration date:2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforating essure coil from the right cornua of the uterus.') In an adult female patient who had essure (batch no. 664681,664661) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation done with essure insertion." The patient's concurrent conditions included pelvic pain, irregular menstruation and menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009. Discrepancy noted: date(s) of removal: 26oct2018 . Most recent follow-up information incorporated above includes: on 29-jun-2020: medical records received. New reporter information added. Lot number added. Event medical device removal replaced with new event uterine perforation. New event novasure endometrial ablation done with essure insertion added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.